Event description:
My thyroid gland went crazy my body was full of inflammation and things went downhill from here I ended up having a hysterectomy, panic attacks, heart palpitations, vision problems, bladder problems a list of twenty three symptoms of breast implant illness which have led me to having a poor quality of life and now deformed breasts after removing them.